Manufacturer narrative:
Additional narrative: additional product code: lxh. A device history review was conducted. The report indicates manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. Placeholder.

Event description:
(B)(4). Screw went through the hole. The patient had a distal radius fracture (open reduction internal fixation). The surgeon inserted the va screw with the guiding block in the normal procedure. The screw went through in the hole in the first line of the radius plate. The screwdriver was rotated without any resistance, so the surgeon felt something strange and watched it, he found the screw went through the hole. Since having passed through the hole of a plate , the insertion operation was not continued. Removal was tried, but the screw just spun and could not be removed. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
The results of the additional evaluation are as follows: we have sent the complained torque limiter for testing and calibrating to the service center. A provided functional test has shown that both torque limiter do meet the specifications fully. We have re calibrated them and the next service will be 12 months from now. The device history record was researched; no abnormal findings were identified. Unfortunately we did not receive the mentioned plate or other used articles for investigation. We were not able to find the exact root cause of that complaint. No product fault could be detected.